Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. The customer removed the infusion set, and the cannula was bent. Explained the cause of the high blood glucose levels may have been due to the bent cannula. Advised to have the customer call back if further assistance was needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.